Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2240 in dwell 3 of 4. The technical service representative (tsr) checked the lines and bags and all of the bags were still connected. There were no open clamps or unused lines. The tsr had the hp cycle power to clear the se 2240 which was then followed by a se 2367. Therapy was ended. The tsr had the hp disconnect using the aseptic technique and remove the cassette. The hp would notify the peritoneal dialysis nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.